Event description:
Patient had a right leg arteriogram and also a right femoral tibial, at the end of the case we were going to put in a mynx closure device and the device was defective. Upon deployment it cracked before entering the sheath. I saved the device and I'm going to give it to quality. 2 mynx closure devices were documented in supplies - 1 used and 1 wasted. Per operative report: the femoral artery access was once again visualized under fluoroscopic guidance. It was noted to be in adequate location on initial angiogram for percutaneous closure. A mynx closure device was sequentially deployed with the use of the sheath removed and direct pressure was held for hemostasis, followed by placement of sterile dressing. All wounds were suction irrigated to clear with no sign of residual bleeding.